Event description:
Umbilical artery catheter (uac) catheter broke at approximately 5.5 cm while being removed from the infant, approximately 0.5 cm below suture. Catheter was removed using normal technique. No unusual resistance was felt during the process. Catheter broke inside infant's umbilical stump. Registered nurse (rn) applied pressure to umbilical stump and was able to retrieve the entire portion that broke off using tweezers. Catheter pieces were retained and are in possession of the unit's nurse manager. Manufacturer response for catheter, umbilical artery, umbili-cath (per site reporter). Waiting for the closure letter.